Manufacturer narrative:
Customer assisted by another co-worker edited rapidcomm patient database to resolve the issue. Customer does not want to be contacted further concerning this issue.

Event description:
Customer reported that incorrect patient demographics was populated when they scanned barcode accession number on (B)(4). Customer confirmed that no incorrect results were reported. There was no delay in patient reporting impacting medication procedure, treatment or interventions for a patient and/or to protect public health.